Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during an abdominal hysterectomy the first device had a safety lock out. The manual over ride was used to open the jaws. This was after six firings of the device and it was difficult to open. A second like device was tried and it jammed on the second fire. It was noted that the jaws were partially open and the trigger was completely closed. The surgeon was on thick tissue when this occurred. The knife reverse button did not bring the knife back so he flipped the battery and tried again. The jaws did not open. The surgeon pulled the jaws off of the tissue bending them in the process. The procedure was completed with a manual ets stapler with no patient consequences reported.